Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high thresholds of 2.75 v at 1.0 ms on (B)(6)2007, 3.0 v at 1.5 ms on (B)(6)2009 and 4.0 v at 1.5 ms on (B)(6)2010.